Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. The returned product was one 4 fr single lumen powerpicc solo catheter. An initial visual observation showed use residue on the returned sample. The catheter tubing was observed to be broken just within the molded joint of the catheter. The break site of the catheter tubing was observed to be angled with uneven edges. A microscopic observation revealed the fracture surfaces of the break were rough and uneven with many small, shallow, circumferential tears, which suggest the catheter tubing may have undergone some material fatigue; however, the uneven surfaces and lack of evidence of wear indicate other factors may have contributed to the break in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "the patient goes to the healthcare center for care and maintenance (B)(6) 2023. The nurse has then loosened the statlock and is going to wash underneath, she then holds the wing that releases, and she gets it in her hand. The wing has detached from the catheter. The nurse puts a clamp on the remaining part of the catheter, which is only 1 cm without the skin. The catheter is withdrawn after contact with the oncologist. The patient is ok."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "the patient goes to the healthcare center for care and maintenance (B)(6) 2023. The nurse has then loosened the statlock and is going to wash underneath, she then holds the wing that releases, and she gets it in her hand. The wing has detached from the catheter. The nurse puts a clamp on the remaining part of the catheter, which is only 1 cm without the skin. The catheter is withdrawn after contact with the oncologist. The patient is ok."